Event description:
It was reported that the customer had two defective foley catheters back-to-back. When the nurse went to fill the balloon, they were not able to fill it all the way, and then tried to pull the fluids out unsuccessfully (batch# ngjp1256). They had cut the foley before they could get the fluids out. Since they had that issue they pulled another tray, and tried to inflate the balloon, and was unsuccessful again (batch# unk). They have the tray in question and sequestered the rest of that lot that they had there.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had two defective foley catheters back-to-back. When the nurse went to fill the balloon, they were not able to fill it all the way, and then tried to pull the fluids out unsuccessfully (batch# ngjp1256). They had cut the foley before they could get the fluids out. Since they had that issue they pulled another tray, and tried to inflate the balloon, and was unsuccessful again (batch# unk). They have the tray in question and sequestered the rest of that lot that they had there. Per additional information received via mail on 04dec2024, stated that they cut the catheter to drain saline from balloon, and removed catheter and the device was replaced.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Received only inflation funnel of catheter. Shaft of catheter was not returned for evaluation. Sample has been evaluated and observed that there was no abnormalities on returned sample. Using lab syringe, water was introduced into the returned funnel, and water was able to flow thru the inflation lumen without difficulties. Therefore, the reported event is inconclusive due to poor sample condition. It is unknown whether the device had met relevant specifications. Further functional testing could not be performed due to catheter shaft was not returned. The potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. A potential root cause for this failure mode could be due to thin rubberized wall causing collapsed or pinched inflation lumen under the balloon or along shaft. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: insert foley catheters only for appropriate indications and leave in place only as long as needed. Cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction need for accurate urine output measurements use for selected surgical procedures to assist in healing of open sacral or perineal wounds patient requires prolonged immobilization to improve comfort for end-of-life care. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had two defective foley catheters back-to-back. When the nurse went to fill the balloon, they were not able to fill it all the way, and then tried to pull the fluids out which was unsuccessful (batch# ngjp1256). They had cut the foley before they could get the fluids out. Since they had that issue they pulled another tray, and tried to inflate the balloon, and was unsuccessful again (batch# unk). They have the tray in question and sequestered the rest of that lot that they had there. Per additional information received via mail on 04dec2024, stated that they cut the catheter to drain saline from balloon, and removed catheter and the device was replaced.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter maintenance 1) secure the foley catheter. Use the statlock® foley stabilization device if provided. 2) maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. 3) maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. 4) keep the collection bag below the level of the bladder or hips at all times. 5) empty the collection bag regularly using a separate, clean collection container for each. Foley catheter removal 1) to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2) allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3) use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4) if the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5) should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.